Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer continued to use current pump.